Event description:
During implant procedure, the silicone tip of the right ventricular (rv) lead was found damaged. The rv lead was not implanted and a new rv lead was implanted. The patient was stable.

Manufacturer narrative:
The reported event of soft tip was torn/damage was confirmed. As received, a complete lead was returned in one piece. Visual examination found the soft silicone tip of the lead was torn/damaged consistent with procedural damage. The cause of the reported event was isolated to procedural damage.